Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported by phone on (B)(6) 2022 screw fractures. The tip of one of the screws (iuniht) could not be removed from implant, implant remains implanted and a new screw was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Certainâ® titanium hexed screw (iuniht) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractures at the threads. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur with both returned screws. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.